Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6), did not confirm the cause of the low flow alarms observed in the submitted log files. Although a specific cause for these alarms could not be conclusively determined through this evaluation, the account reported that a significant amount of partially organized thrombotic material between the outflow graft and a sleeve of bovine pericardium was observed during the pump exchange, suggesting an obstruction in the outflow graft. Additionally, the evaluation of (B)(6) identified evidence of a deposition being present in the outlet stator during support. The submitted log file captured low flow hazard events starting on (B)(6) 2020 at 02:47:49 pm, associated with the estimated flow decreasing below the low flow threshold of 2.5 lpm. Estimated flow ranged between 1.7 and 2.4 lpm throughout the remainder of the log file, which ranged through (B)(6) 2020 at 06:22:30 pm, and decreased pi values ranging between 1.8 and 2.9 were also noted during this event. Despite these findings, the pump appeared to have functioned as intended above the low speed limit throughout the duration of the log file. It was reported that the patient underwent a pump exchange from hmii to hm3 on (B)(6) 2020. (B)(6) was returned assembled with the driveline severed approximately 4¿ from the pump housing. The remainder of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned unattached from the pump¿s inlet port. Part of the apical sewing ring was secured to the distal end of the inlet tube. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was attached to the graft attachment and bend relief hardware. The sealed outflow graft was returned with approximately 4¿ of graft material. The outflow graft and the bend relief revealed a minor bend adjacent to the hardware, which did not appear to significantly obstruct the flow of blood. Additionally, no tissue was observed on the exterior of the returned portion of the graft to suggest that it was deformed during support. Examination of the interior of the outflow graft material revealed no depositions or thrombus formations. Upon disassembly of the returned device, visual inspection of the outlet stator revealed a soft, white deposition loosely seated adjacent to the bearing ball. Additionally, contact marks were observed adjacent to the bearing cup on the distal end of the rotor. The observed deposition did not reveal areas of denaturation or evidence of laminated layering to suggest that it was present during support and it did not appear to significantly obstruct the flow of blood; however, the contact marks present on the distal end of the rotor suggest that a larger deposition may have been present in the outlet stator during support. An exact size or origin of this deposition, as well as a specific duration for which it may have been present during support, could not be conclusively determined through this evaluation. In addition, a direct correlation between this deposition and the decrease in flow observed in the submitted log file could not be conclusively established through this evaluation. The remainder of the blood contacting surfaces of the pump did not reveal any additional developed depositions or thrombus formations. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The heartmate ii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h10: additional information: incidental findings: the proximal side of the outlet stator revealed a soft, white deposition loosely seated adjacent to the bearing ball. Additionally, contact marks were observed adjacent to the bearing cup on the distal end of the rotor. This suggest that a deposition may have been present in the outlet stator during support.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient was having continuous low flow alarms for over 2 hours. Patient had a palpable pulse, lactate dehydrogenase (ldh) was 440 u/l and pfh 110. Hemoglobin was 13 g/dl and patient has not responded to fluid bolus. CT scan of chest and cta was performed which revealed thrombotic almost total occlusion of the ascending aorta graft as it inserts into aorta. Symptoms included evidence of some pulmonary edema on cxr, palpable pulse, echo showed aortic valve opening every beat and failed ramp test, mild dyspnea, continuous low flow alarming for over 24 hours until patient went to or for pump exchange. Cardiac surgeon¿s op note stated that full mobilization of the outflow graft was also performed the graft had been covered with a sleeve of bovine pericardium and this had been sutured to the ascending aorta with a distinct thickened fold which was believed to be accounted for the appearance of the CT scan. In addition between the sleeve and the graft there was a significant amount of partially organized thrombotic material. Cause of low flow alarms was thought to be the thrombotic almost total occlusion of ascending aorta graft as it inserts into aorta. Patient remain critically ill in the cardiac surgical ICU after the pump exchange. Impella rp placed in or day of surgery for poor rv function post- implant. Intubated on ventilator and continuous renal replacement therapy for acute kidney failure. No further information was provided. Pump was returned.